Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On 06-jun-2016, fse arrived at the site to address the reported event. Fse replaced the rotor seal then ran controls and precision. Device operation was verified and no further errors were reported. No further action was required by fse. The most probable cause of the reported event was due to a fault/ failure of the rotor seal.

Event description:
On (B)(6) 2016, the customer reported "706 l syringe error" with their g8 analyzer. The customer replaced the sample probe and primed with the large syringe connected; however, the error persisted. Next, the customer disconnected the large syringe and primed again without resolution. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.